Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported the screws appeared to be slightly lateral on navigation and the post-op scan showed them in the canal. Estimated inaccuracy of 3-5 millimeters. On (B)(6) 2016 software investigation completed. Findings are that this event is not a software issue. Non-medtronic taps, drivers and screws were being used with the medtronic awl / probe / tap (apt). The site was using non-medtronic tools, and used the application in an off-label way and were unsuccessful. Software functioning as designed. Off-label use determination - no software anomaly no parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, using the navigation system and the imaging system, the surgeon alleged an inaccuracy. No specific measurement of the alleged inaccuracy was provided. The surgeon placed 6 screws. After the confirmation spin, they noted that the first 2 screws were placed correctly and the other 4 were all medial. The surgeon revised the 4 screws by navigating off of the confirmation spin. Non-medtronic taps, drivers and screws were being used with the medtronic awl / probe / tap (apt). The revision caused a 40 minute delay, no effect to patient outcome. The surgeon completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was 40 minutes to perform the revision. There was no impact on patient outcome.